Event description:
Technical services received a call on (B)(6) 2011. Caller stated seeing vp-vp on atr causing vp farfield oversensing on atrial channel, which is causing an atr. Technical services stated that it sounds like automatic capture ambulatory threshold test causing an atr mode switch. Caller plans on programming atrial sensitivity to something higher than current 0.15mv setting in order to correct. No additional information is available at this time. Atrial lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).